Event description:
Caller alleged discrepant results with the inratio meter compared to the coaguchek meter. Results as follows: date: (B)(6) 2012; inratio inr: 1.3; lab inr: 2.8. The pt was trained on inratio meter on (B)(6) 2012, at which time the inratio inr result was 1.3, as pt had not taken warfarin a few days prior due to a scheduled procedure. The pt retested on (B)(6) 2012, with the same result of 1.3. A coaguchek meter result was 2.8. The tests were performed back to back. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.